Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2013-01063.

Event description:
The customer called to report that his sensors are bending. The customer also stated that he has gone to the emergency room several times due to high blood glucose levels. The dates given were (B)(6) 2013. Found that the customer has been using sensors that have been expired for more than a year, and has been wearing thing for six days at a time. The customer was advised that using expired sensors, and for more than six days is not recommended. Nothing further was reported.